Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there was a piece of plastic on the guide rails. The customer removed the piece of plastic and customer reloaded cartridge to address the event. Customer's blood glucose level was 72 mg/dl.